Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during simulated therapy testing with addition of a filter. The pump was tested with cetuximab (rate of 200ml/hr and volume to be infused (vtbi) of 400ml). The volume infused was 325ml ( 75ml less than programmed). Another test was performed with cetuximab (rate of 200ml/hr and vtbi of 100ml). The volume infused was 80ml (20ml less than programmed. There was no patient involvement. No additional information is available.